Event description:
On (B)(6) 2012, the patient was undergoing treatment for acute cerebral infarction. The psc041 was deployed to the occluded segment in the left m2. The physician felt something wrong when performing aspiration. It seemed the air was leaking from somewhere. A check revealed no problem at y connectors and t-shape stopcocks but the joint of the aspiration tubing and the slider with air leakage as the previous event. Another pst-1 was used to finish the procedure with success. The physician doubts a crack at the joint of the tubing and the slider.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Discarded by the hospital.